Event description:
It has been reported to use that at some point during the procedure, the radiopaque marker band of the aspiration catheter separated from the shaft. The physician inserted the aspiration catheter into the pt. At some point during the procedure, the radiopaque marker band of the aspiration catheter separated from the shaft. The physician was able to insert a filter device and successfully remove the separated marker band of the aspiration catheter from the pt. The pt is reported to be fine. The actual device used during the case was discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unk and therefore a review of the device history record cannot be performed. If any additional info becomes available or the actual complaint sample is returned, a follow-up medwatch will be submitted. At this time, this is considered to be the initial and follow-up medwatch being submitted. Device discarded - not returned for evaluation.